Manufacturer narrative:
Device available for evaluation; device evaluated by manufacturer and evaluation codes: updated. One device was received in used condition without the original packaging. A visual inspection showed no unusual condition was detected in the device. The complaint was not confirmed. No other analysis was performed. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacturing of the reported lot number. No corrective actions taken since the complaint was not confirmed., health impact, corrected.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a difference in the outer diameter size of the tracheostomy tube hub compared to the patient's previous tube of the same size and is impacting what can be connected safely to the tube. No patient injury reported.

Event description:
Additional information received via email from the customer: customer reported that there was patient involvement. There was an injury about the development of respiratory symptoms initially which may have been related to the tube change. The outcome of the injury was the delay in progress through weaning program. No medical intervention.